Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and mesh was implanted due to vaginal vault prolapsed, large cystocele with stress incontinence and large rectocele. The patient experienced pain, recurrence and erosion of her internal bodily tissue. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On or about (B)(6) 1999, the patient underwent excision of mesh due to displaced mesh sacrocolpopexy.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1997 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.